Event description:
The complainant reports the nasal cannula prongs detached from the oxygen delivery tubing while the nasal cannula was in use. It was further reported a new nasal cannula was placed on the pt and there was no pt harm.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Should add'l info become available, a f/u report will be submitted. This complaint was reported by teleflex (B)(6) on behalf of (B)(6) hosp.